Event description:
Voluntary medwatch received stated that the patient presented in ventricular fibrillation (vf). In hospital an interrogation of the implantable cardioverter defibrillator (ICD) revealed that the device failed to sense episodes of ventricular tachycardia (vt) and vf; and subsequently failed to deliver high voltage (hv) therapy. As a result, the patient was taken to surgery for implant of temporary pacing leads. During the procedure the patient coded, became hypotensive and subsequently expired.